Event description:
Statstrip meter sending a blank nte segment to customer's connectivity software (rals). This caused the result to not transmit to rals and prevented other results behind this one to also not transfer to the patients chart. Although no specific allegations were made regarding delays in treatment, this issue could have led to potential delays.

Manufacturer narrative:
Investigation begun but not yet completed. A supplemental report will be filed upon completion of investigation.